Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer inadvertently submerged the pump in water prior to the malfunction. Reportedly, the customer reverted to an alternate form of insulin therapy. Customer's blood glucose level was 126 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - your pump is watertight to a depth of 0.91 meters (3 feet) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or saunas. H3 other text : device not returned